Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device evaluation: the reported issue could not be reproduced. However, further examination found that the computer has a cracked fan mount on the processor. One of the two tabs that holds the fan in place is broken off. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system became unresponsive and that the mouse would not respond to prompts from the user. The reported issue occurred while planning for the procedure. The surgeon opted to complete the procedure without the use of the navigation system. The representative reported that restarting the navigation system did not restore functionality. The site reported that the navigation system was transported to the biomedical engineering department where the system was able to have functionality restored. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.